Event description:
A distributor reported that a customer's pump screen was cracked and unresponsive, making it unreadable. There was no information provided about the customer¿s blood glucose level, and no adverse impact was reported. The pump was recognized by the computer despite the screen issues, and arrangements were made for the device to be returned, with a replacement pump issued.